Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/11/16, 3/12/16 medical records received. Medical records reviewed for MDR reportability. Medical records noted patient to have hip dislocation on (B)(6) 2010. Patient harms updated. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 22, 2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/7/16 medical records received. Medical records reviewed for MDR reportability. Part/lot updated. The complaint was updated on: apr 26, 2016.

Manufacturer narrative:
Additional narrative: update 3/11/16, 3/12/16 - medical records received. Medical records reviewed for MDR reportability. Medical records noted patient to have hip dislocation on (B)(6) 2010. Patient harms updated. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 22, 2016. Update 4/7/16 - medical records received. There is no new additional information that would affect the existing MDR decision. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal. Records indicate that the patient had mild corrosion. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.